Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, a cartridge did not fit onto the pump due to an o-ring from a previous cartridge on the pneumatic tap. The customers blood glucose level was 98 mg/dl. The customer removed the o-ring and a new cartridge was loaded to resolve the issues.